Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-aug-2018 with the following findings: a review of the black box verified loss of prime events with a low non zero force. The loss of prime was not duplicated during investigation. The force sensor calibration confirmed the sensor was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.